Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced a failure with auxiliary drawer 3, where cubies were not detected. The field service engineer confirmed on hta (hardware test application) no cubies were visible. Reseated rowboard cables and pyxibus connections, then re-ran hta, successfully opening and popping all cubies. Drawer became functional and cubies were visible. Final hta and drawer checks confirmed all pockets were functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawers were not detected on the communication bus. The customer reported that due to the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawers were not detected on the communication bus. The customer reported that due to the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.